Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on 21 may 2008 the patient underwent : instrumentation removal bilateral t3 and t4; posterior segmental spinal instrumentation, t3 through t5; posterior spinal fusion, t3-4 and t4-5; left t4-5 laminectomy/discectomy and nerve root decompression; right t3-4 laminectomy and nerve root decompression; augmentation of posterior spinal fusion with concomitant human bone morphogenic protein-2 and compressive resistant matrix.; application of gardner-wells tongs (intraoperative) and neuromonitoring with somatosensory-evoked potentials and motor-evoked potentials. Preoperative diagnosis: thoracic radiculopathy with herniated nucleus pulpous; adjacent segment degeneration. Perop notes: after instrumentation was removed, identified the exiting nerve root. A woodson elevator was utilized to ensure this was free. There was also some floseal and cottonoid and turned attention to the right t3-4. In a similar fashion, we slightly distracted across the area, dissected out the scar tissue, and found the nerve roots. We performed a revision foraminotomy on the right side. After this, locked facet screws, decorticated and dorsal elements and then placed 12mg of bone morphogenic protein-2 into the area/facets for fusion. The patient underwent a revision surgery to alleviate her thoracic radiculopathy and augment her previous fusion. A posterior spinal fusion was performed from levels t3 to t5 using rhbmp-2/acs. The patient continues to experience severe pain that radiates down her trapezius into her shoulder, causing right-sided intrascapular pain and dermatomal pain. The patient is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries.